Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Additional information from the customer stated they confirmed the patient has an allergy to chlorhexidine or sulfadiazine silver after the incident. The patient was reported to be in stable condition. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "contraindications: the arrowg+ard blue antimicrobial catheter is contraindicated for patients with known hypersensitivity to chlorhexidine, silver sulfadiazine and/or sulfa drugs. Hypersensitivity reactions are a concern with antimicrobial catheters in that they can be very serious and even life-threatening. Remove catheter immediately if adverse reactions occur after catheter placement. Note: perform sensitivity testing to confirm allergy to catheter antimicrobial agents, if adverse reaction occurs." Based on the available information, the complaint has been confirmed and unintentional use error related to the patient's condition likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "on (B)(6) 2026, the patient was admitted to the operating room and required deep vein catheterization for the scheduled surgery. At 08:20, local anesthesia was administered with lidocaine, and ultrasound-guided right internal jugular vein catheterization was successfully performed using a central venous catheter (cvc). At 08:23, prior to the induction of general anesthesia, the patient developed restlessness, unmeasurable blood pressure and a bradycardic heart rate with the minimum of 40 beats per minute (bpm), which was subsequently complicated by loss of consciousness. Anaphylactic shock was suspected. The central venous catheter was not removed, and an emergency bolus injection of 1 mg epinephrine was immediately administered intravenously; meanwhile, rescue measures including endotracheal intubation were performed. Approximately 1 minute later, the patient's blood pressure was measured at 65/30 mmhg with the heart rate increased to 110 bpm. Thereafter, 80 g norepinephrine was administered intravenously, followed by an additional intravenous injection of 50 g epinephrine 3 minutes later. Subsequent to the bolus injections, continuous intravenous infusions of norepinephrine at a rate of 0.03 g/kg/min and epinephrine at a rate of 0.3 g/kg/min were initiated to maintain the patient's blood pressure. At 10:20, the patient remained intubated, with bilateral pupils equal in size, round in shape and approximately 2.5 mm in diameter; the vital signs were recorded as blood pressure 125/65 mmhg, pulse 85 bpm and oxygen saturation 98%. After communication with the patient's family members, the scheduled surgery was suspended, and the patient was transferred to the intensive care unit (ICU) for further observation. During the ICU stay, the patient's vital signs remained stable, and the central venous catheter was then removed without any abnormal findings noted. The patient was transferred out of the ICU to the general ward at 14:55."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "on (B)(6) 2026, the patient was admitted to the operating room and required deep vein catheterization for the scheduled surgery. At 08:20, local anesthesia was administered with lidocaine, and ultrasound-guided right internal jugular vein catheterization was successfully performed using a central venous catheter (cvc). At 08:23, prior to the induction of general anesthesia, the patient developed restlessness, unmeasurable blood pressure and a bradycardic heart rate with the minimum of 40 beats per minute (bpm), which was subsequently complicated by loss of consciousness. Anaphylactic shock was suspected. The central venous catheter was not removed, and an emergency bolus injection of 1 mg epinephrine was immediately administered intravenously; meanwhile, rescue measures including endotracheal intubation were performed. Approximately 1 minute later, the patient's blood pressure was measured at 65/30 mmhg with the heart rate increased to 110 bpm. Thereafter, 80 ¿g norepinephrine was administered intravenously, followed by an additional intravenous injection of 50 ¿g epinephrine 3 minutes later. Subsequent to the bolus injections, continuous intravenous infusions of norepinephrine at a rate of 0.03 ¿g/kg/min and epinephrine at a rate of 0.3 ¿g/kg/min were initiated to maintain the patient's blood pressure. At 10:20, the patient remained intubated, with bilateral pupils equal in size, round in shape and approximately 2.5 mm in diameter; the vital signs were recorded as blood pressure 125/65 mmhg, pulse 85 bpm and oxygen saturation 98%. After communication with the patient's family members, the scheduled surgery was suspended, and the patient was transferred to the intensive care unit (ICU) for further observation. During the ICU stay, the patient's vital signs remained stable, and the central venous catheter was then removed without any abnormal findings noted. The patient was transferred out of the ICU to the general ward at 14:55."